Manufacturer narrative:
(B)(6).

Event description:
Caller reported the check and menu buttons on the pump do not always work. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.